Manufacturer narrative:
B3 date of event: the exact event date is not available. The date entered is an estimate. Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the fiber glass cap exhibited moderate devitrification at the output window. Microscopic inspection identified a distal circumferential fracture at the glass cap. The metal cap exhibited moderate detritus adhesion on its surface, indicative of tissue contact. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify further signs of break along the fiber body. Further functional testing to verify the forward firing output rate showed that it was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the alleged forward firing. It is probable that the debris adhesion found on the surface of the metal cap contributed to elevated temperature near the laser beam output window. Continuously elevated temperature can lead to fiber damages, including circumferential fracture. The interaction between the user and device, caused or contributed to the observed fiber damage. The IFU instructs the user to maintain a working distance of 2 mm between the tissue and fiber tip during use and to increased irrigation flow by means of a saline pressure bag (set to 250 mmhg - 300 mmhg) to further increase liquid cooling effect to reduce fiber tip damage.

Event description:
It was reported that during a photo-vaporization of the prostate, the fiber forward fired. The fiber was replaced, and the procedure was completed without patient complications. It was noted that this procedure had taken placed approximately 3 to 4 months ago and further details could not be confirmed.

Manufacturer narrative:
B3 date of event: the exact event date is not available. The date entered is an estimate.

Event description:
It was reported that during a photo-vaporization of the prostate, the fiber forward fired. The fiber was replaced, and the procedure was completed without patient complications. It was noted that this procedure had taken placed approximately 3 to 4 months ago and further details could not be confirmed.